Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a cgm (dex 076) issue. The customer stated that on the 7th day of sensor session he was removing the sensor and the wire broke off into abdominal skin site. He said that enough was "sticking out" that he could pull the broken piece out. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a device component is missing.